Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e25194.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-dec-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false negative result on a 37-year-old male patient with chest pain. Return product is available for investigation. Method date tested results sample positive/negative I-stat (B)(6) 2025 12:30am 0.01 ng/ml a negative I-stat (B)(6) 2025 07:23am 0.02 ng/ml b negative lab (B)(6) 2025 10:30am 0.2596 ng/ml c positive the reporting decision was based on the limited information available that suggested that product was not performing within the variability. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).